Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. 15 devices were functionally/visually inspected in the field; no defects or malfunctions were found. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 17 malfunction events, where it was reported the devices experienced brakes difficult to engage/disengage or brakes cannot be engaged. There was no patient involvement.